Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=missing. On (B)(6) 2021 customer called in with the following concern: patient calling to report pump turn off and it does not want to turn on, she states a long time ago she found out pump had a crack on the backside next to the battery compartment but never reported it, patient also states she pump has water in it since it was raining and she change the battery and it doesn't turn on. Device received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Proceed it by using a new battery cap and a new battery. Device power up properly after battery installation. Device was downloaded successfully using (thus software) for reference. Proceed it with the following testing to assure proper functionality of the unit. Device passed sleep current measurement, active current measurement and self test. No blank display, low battery alarms or unexpected battery power loss noted during testing. No abnormal behavior during download history review. Proceeded by cutting unit open and perform a visual inspection on electronic assemblies and connectors. Per visual inspection it was determine that the ingress of water corroding electronic assemblies causing electrical short. Unit also receive with cracked case(battery tube), cracked battery tube threads, cracked keypad at select button, scratched case, missing reservoir tube o-ring and broken reservoir tube lip. In conclusion, customer concern was not confirmed during testing. Device powered up properly after battery installation and was tested successfully. However, after cutting unit open corroded electronic assembly was noted causing intermittent electrical short. In addition unit was also received with missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Corrected/missed event description: information received by medtronic indicated that the customer reported damage to the pump and the pump does not turn on.. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the pump does show physical damage and the damage to the cracked on the side on the battery compartment. Of the pump. Advise customer that serialized device needs to be replaced, the customer to discontinue pump use and revert to backup plan as per hcp instructions and the pump will be returning for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial and follow up report. The missed information has been provided in section h6 under medical device problem code : 1183 with this report. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5 with this report.